Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had a connection issue; further described as ¿the patient line stayed connected to the patient line out of the transfer set¿. There was a crack as if the set broke. This occurred during disconnection from peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification identified the female connector separated from the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition of connection issue and damage was not verified; however, the condition of separation was verified. The cause of the separation between the female connector and main body was manufacturing related to inadequate solvent to the main body. Should additional relevant information become available, a supplemental report will be submitted.